Event description:
It was reported that after the patient woke up from a lead revision surgery where the old lead on the left vagus nerve was explanted and the new lead was implanted, the patient began to experience exertional dyspnea where the patient would need to catch their breath after taking 3 steps of stairs. Prior, the patient was completely healthy with asthma. X-rays ruled out issues with lungs and diaphragm elevation and an EKG ruled out cardiac explanation. The patient was turned on to around half of the patient's original settings at 1 ma output current. Autostimulation was on. It was reported that when autostimulation was disabled and the patient improved but still was having some issues upon exertion. A scope had identified some left vocal cord paralysis which the doctor believed was likely due to manipulation of the nerve during revision surgery. The patient had no voice change. No malfunction reported. No further relevant information has been received to date. No known further relevant intervention has occurred to date.